Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Products return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the structure had loosened.